Event description:
Per received report: a (B) (6) female was being treated with 12 x 10mm aneurysm located at the anterior communicating artery. The presidio microcoil was the second coil to be introduced and for unk reason, the physician felt the need to replace it. As it was being withdrawn, the coil stretched and broke into two pieces. Placement of stent (cordis enterprise) was deemed necessary to fix and save the coil into the aneurysm. The stretched part of the coil floated into the anterior communicating artery to the aortic arch. Anti coagulation medication (ass) was administered. No other additional intervention was performed to retrieve the coil. Additional info received on 04/27/2010 stated that pt was doing good and out of intensive care unit.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.